Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type event reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vaul. In a separate visit lens repositioning was performed but it did not resolve the problem. The lens was later exchanged for a spherical lens of longer length and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.

Manufacturer narrative:
H6- device evaluation: lens was returned dry in microcentrifuge vial with residue/debris on product. Visual inspection found the optic deformed and the haptics bent/deformed. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).